Event description:
It was reported the pt is experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2014 and the ipg pocket was revised. Sjm rep was not present at the revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.